Event description:
The port was used on this pt's laparoscopic right oophorectomy. After rptr had introduced the gauge and the staples through the port, rptr attempted to remove the grasper, the ovary and the port through this incision. Rptr was going to replace the port in the pt when scrub nurse noticed there was something in the lumen of the trocar near the end going into the pt. The rptr removed the diaphragm from the end of the trocar with another instrument. The MFR representative was immediately notified. He was familiar with the problem and stated "you probably got a batch of ports that the co did not have the diaphragm glued on right." He came by that afternoon to pick up rptr's remaining ports. Rptr had received no notification of the problem from the co.